Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device however was unable to duplicate the reported issue. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator did not sense pt connection. It was reported that the pt was connected to the ventilator when the device alert occurred. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury. The date of the event is unk.